Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported epistaxis as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , could not conclusively be determined through this evaluation. It was reported that the patient was admitted to the emergency department (ed) on (B)(6) 2021with epistaxis. The patient¿s nose was cauterized with silver nitrate and the patient was discharged. The patient¿s international normalized ratio (inr) was 2.4 at the time. The patient reportedly was on nasal cannula oxygen over the past week and does not have a humidifier. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . No product is available for investigation. The heartmate 3 instructions for use (IFU) lists bleeding as an adverse event that may be associated with the heartmate 3 left ventricular assist system. This IFU provides information regarding anticoagulation, including the recommended inr values. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 15oct2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency department with epistaxis. The patient's bleed was cauterized with silver nitrate and the patient was discharged. Inr was 2.4, and the patient reported being on nasal cannula oxygen over the past week and did not have a humidifier.